Manufacturer narrative:
During on site analysis of this system, no failures were found with the system neither were hardware parts were replaced. The system was found to be fully functional at the time of analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that one of the registration points that was previously created, disappeared, even though its' name appeared. The registration points were copied at the facility from a previous time. Additionally, the software became unresponsive when trying to exit and the screen could not be brought back to the software select page. The issue was resolved by restarting the software. There was no patient present.